Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages and false asystole events) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to one of the pins of the u612 inverting charge pump on the computer/analog pca being shorted to ground. The root cause for the shorted pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving frequent "adjust belt" messages and that the monitor was recording false asystole events.